Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and significant pco. A yag capsulotomy was recommended, but the patient did not want the procedure and saw another doctor for a second opinion. The patient was informed by another doctor that the iol was scratched and she needs an iol exchange, not a yag capsulotomy. The first physician reported the iol has a small dent, but should not be enough to cause blurry vision.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and handpiece. It is unknown if qualified product combinations were used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the patient had yag laser surgery done after the lenses were implanted. Doctor asking if the yag could be a protectional source for the reported scratches/dents on the lens. Action taken: there are no other complaints in this lot. An msl contacted the doctor and discussed the effect of pco on visual function, stress fractures on iol during cataract surgery, yag laser procedure, and iol exchange options. Msl also provided the doctor several links to articles that were relevant to their discussion and invited the doctor to follow up should there be any additional questions. Investigation has been completed based on current information. No further action warranted at this time. Additional information provided in h.10. The manufacturer internal reference number is:(B)(4).